Event description:
It was reported when the patient presented for elective device replacement, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.